Event description:
Related manufacturer report numbers: 2916596-2021-04238 and 2916596-2021-04239.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed driveline power fault alarms; however, a specific cause for these events could not be conclusively determined through this evaluation. The patient was reported to be experiencing driveline fault alarms. No visible damage was noted to the driveline. The controller, as well as the modular cable, were exchanged, and the alarms resolved. The submitted system controller event log file, which contained data from (B)(6) 2021, contained driveline power fault alarms, as well as flags indicating that there was no current on the power b line. These events began on (B)(6) 2021. Pump function was not interrupted by these events, and the pump appeared to be operating as intended at the set speed. Of note, evaluation of the returned modular cable confirmed an issue with the red wire that would have contributed to the confirmed driveline power fault alarms associated with the power b line. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 6 "patient care and management" provides instruction regarding how to care for the driveline. Section 7 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms, including the driveline power fault, as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook section 5 entitled ¿alarms and troubleshooting¿ also contains information regarding how to care for the driveline. Section 5 also outlines all system controller alarms, as well as how to respond to each alarm condition. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies and the recommended actions associated with each. The patient handbook also instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had driveline fault alarms. There was no visible damage to the driveline. The controller was exchanged, as well as the modular cable. A log file was sent in for review which confirmed the driveline power faults on (B)(6) 2021 at 0619. There were no other remarkable alarms. It was noted by the site that once the modular cable was exchanged, the alarms resolved. No additional information was provided.